Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Not applicable as there was no patient contact with the iol. Gender/sex: unknown, information not provided. Not applicable as there was no patient contact with the iol. If implanted, give date: not applicable as there was no patient contact with the iol. If explanted, give date: not applicable as there was no patient contact with the iol. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a hair was found when opened a box of zxr00 22.5 diopter intraocular lens (iol). Reportedly, there was no patient contact with the iol. No additional information was provided.

Manufacturer narrative:
Corrected data: in review of the complaint, it was noted that the customer's report of a hair found when the package was opened, did not meet the criteria of a reportable malfunction. The reportable malfunction definition is hair/foreign material on the lens or in the eye. Therefore, this event was reported in error. No further information will be provided under this manufacturing report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.